Event description:
It was reported the patient experienced leaking of blood from her incision over the weekend and that she was not feeling well. It was also reported the patient had a "hot spot" on her stomach. Additional information received indicated the patient had redness at the ipg site and oozing from the back incision as well as fever, and malaise. The patient underwent total device system explant in 2008. The patient had recently had a revision and it was suspected the infection stemmed from that admission.